Event description:
It was reported that an ilet device exhibited a damaged display consistent with a cracked or delaminated screen, and a replacement unit was arranged with instructions for data sync, shutdown, and return of the original device. Symptoms included no physiological effects reported and no alerts or alarms noted. Outcomes included continued use of the patient¿s dexcom cgm with a phone or receiver while awaiting the replacement, with no interruption to glycemic monitoring reported. Investigation included review of the reported malfunction and standard replacement logistics with user education on device startup and account registration. Investigation of this case revealed a screen hardware issue affecting the device¿s display without evidence of performance impact on glucose management. It was concluded that the event involved a device component failure of the screen, with replacement initiated and no clinical harm identified.